Manufacturer narrative:
Device evaluation summary: electrode belt (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleges against the device. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The patient alleged skin irritation below her left breast where the front therapy electrode (te) sits. The patient reported that she consulted her doctor who recommended an over the counter cream to help the irritation. Follow-up indicated that the skin irritation was getting better.